Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen (5000 mcg/ml at 2500 mcg/day) via an implantable infusion pump. It was reported that the patient was admitted to the hospital and intubated on (B)(6) 2020 with symptoms of seizures and decreased level of consciousness. The patient was seen by a physician's assistant on (B)(6) 2020 and she was doing better and extubated. It was noted the patient had a "recent increase" in her dose to 2500 mcg/day of baclofen. The hcp was trying to get records from the managing hcp to see when the dose increase was. The hcp "may turn the pump down depending on" when the pump increase was. The issue was not resolved. The patient's status was noted to be alive - with injury, with the injury noted to be the hospital admission. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the recent increase to the patient's dose was an increase of 25%. The rep was unsure if the increase in dose led to the patient's symptoms, but the rep reported that the physician's assistant had been turning down the pump last night ((B)(6) 2020). The rep was also unsure if the issue had been resolved, but reported that the physician's assistant said that the patient was doing better. It was noted that the provided information was confirmed with the physician.